Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify unresponsive keypad anomaly, unexpected battery power loss, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that he wore while he was in the pool and it alarmed then insulin pump shuts down and now waters leaking from the crack and keypad was unresponsive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the insulin pump was exposed to moisture when wore it when he went to the insulin pump. The device will be returned for analysis.